Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called the vad coordinator to report the power connections (primarily associated with slot #2 of the controller) are disconnecting randomly. The patient and wife tried multiple batteries and the ac power cord and the controller continued to have an alarm. The patient and wife successfully performed an elective controller exchange from primary controller to back-up controller per telephone recommendation. A replacement controller was sent via courier and was received by the patient later that afternoon. The patient was instructed to bring the faulty controller to the next clinic visit so it could be returned to the manufacturer for evaluation. There were no reported adverse effects to the patient and no further reported equipment issues. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a controller power up event logged on (B)(6) 2015 at 10:20:50,caused most likely by power being disconnected (controller exchange). Also, occurrences of switching events prior to the 25% threshold were noted. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior the confirmed malfunction is related to the reported event. The most likely root cause of the reported event can be attributed to improper assembly. An internal investigation has been opened by the supplier to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.